Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The client is snapping the center seat bolt adjustment hardware in half when user weight is (B)(6).